Event description:
During attempted removal of one of the metal sleeves, the cap pulled free from the shaft of the sleeve. The surgeon attempted to remove the shaft, however, it broke off in the bone. The piece was left embedded in the bone, and surgeon does not believe that it will migrate. At this time no pt injury was reported as a result of this situation. If this were to recur it could result in surgical intervention being required at the time of the event to prevent pt injury.